Event description:
Caller reported that insulin gauge displayed an amount different than expected, although the issue occurred previously and not at the time of the call. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by loading a new cartridge and was instructed to call back if they experience an active fill estimate issue in the future.